Event description:
The transfusion service received a report of a defective pall rcqt leukocyte reduction filter from an outpt area. The filter was leaking blood from the back portion of the plastic air vent. The filter was sent to pall medical for a follow-up investigation. Pall's final report indicated there was a small crack at the inlet port on the plastic air vent. Next month found an additional two filters that were defective in a similar way (the rear portion of the plastic air vent was leaking). Immediately contacted pall rep and their quality assurance depatment. These filters were returned to pall medical for follow-up investigation. To date, no report has been received by institution. These units were from a second lot #0450545. Between december 9 and december 12th, 2004 rptr found an additional five defective filters. Each filter was leaking in a similar way (from the rear portion of the plastic air vent). These were from lot# 0450705. All defective filters were returned to pall medical for follow-up investigation. To date, rptr has not received the results of that investigation.